Event description:
It is reported that the device was implanted n 2001. Acetabular component was placed somewhat vertically (approximate 58 degree abduction). Device functioned well for 3 years. Pt fell twice and noted increased pain in hip with instability. Radiographs revealed polyethylene wear and hip subluxation. Device was revised in 2004 and the acetabular component was then placed in optimal abduction position. Original acetabular liner found to be fractured.